Event description:
It was reported that a spectrum infusion pump had constant downstream occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no - (B)(6). H10: the device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion alarm" was not reproduced. A review of the event history log revealed "downstream occlusion alarm" multiple times. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor out of calibration. The force sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.